Manufacturer narrative:
(B)(4) batch # unk.investigation summary :an analysis of the product could not be performed since a physical sample was not received for evaluation.an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a sleeve gastrectomy procedure that on the first firing the motor slowed dramatically and barely finished the firing. When removed it was found that the anvil was bent. Staple line was good, and staples were formed correctly. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returned.